Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, upon closure of subcuticular layer during a cesarean section, the needle¿s tip broke when the surgeon was sutured. It was stated that the tip was barely hanging on. Another product was opened. There was no patient injury.